Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition occurred. The pt was seen and there was no mention of anything about an overdischarge. When the battery was interrogated the battery was normal.